Event description:
It was reported by the company representative that the shaft on the unit has been compromised.

Manufacturer narrative:
A quantity of two units were implicated in this event. A separate medwatch report will be issued for the second unit. Additional information will be provided once the investigation has been completed.